Event description:
Lma (laryngeal mask airways) unique 5.0 used for procedure, unable to inflate/deflate cuff after device placed. Noted that "cuff pilot" chamber had rubber accordion piece with apparent manufacturer defect. No harm to the patient.